Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 12-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient needed an MRI. It was noted that the implant was removed because the battery was dead and not working and the patient only had leads implanted. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported.